Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 342 mg/dl, 31 mg/dl, and 35 mg/dl. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.